Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the results of the component analysis of the foreign matter in the nozzle confirmed that the foreign matter was a mixture of iron rust, silicic acid, phosphoric acid and organic silicone. It is thought that the rust on the air and water supply nozzle may have been caused by the nozzle corroding due to the long-term spraying/adhesion of chemicals, other liquids and moisture during reprocessing a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There was no patient involvement.